Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted on (B)(6) 2018. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed on january 10, 2019. (B)(4).